Event description:
Attorney alleges consumer was on a public smart bus transport not secured. When the bus driver came to a halt at a red-light, (B)(6) allegedly tipped over in the chair resulting in injuries which led to his death.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.